Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a ureteroscopy procedure, a polari ultra ureteral stent was intended to be used. When the physician opened the product, it was found the middle part of the ureteral stent was fractured and it could not be used. The procedure was completed with another of the same device. No patient complications were reported.